Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the screen would not load at start-up, the plastic standoff was noted to be broken as was the eject button on the personal computer memory card international association and both were replaced to resolve. (B)(4).

Event description:
It was reported that the programmer's screen would not load at startup at all. It was also requested that the programmer be updated with all available software. The programmer was returned for service. There was no patient involvement.